Manufacturer narrative:
The explanted device was not returned to bsn as it discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had change in paresthesia coverage due to lead migration which confirmed through x-ray. The patient underwent a revision procedure wherein the lead was replaced and was reportedly doing well postoperatively.